Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the ultrasound brochofibervideoscope, which is an olympus asset with no reported complaint. During the evaluation of the device, detached distal end was observed. The service repair technician indicated that the most likely cause of the detached distal end was due to stress problem. There was no patient involvement.